Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9790215, 510k # k042922 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical fixation at c4-c6 due to ossification of the anterior longitudinal ligament at c4-c6. After subtotal removal at c5, ha spacer (designed by another manufacturer) was implanted along with the reported plate. Immediately post-op, the spacer backed-out. Due to spacer expulsion, the implanted screw loosened, which caused a change in implanted plate's position. The patient also experienced dysphagia as a result of this event. A re-operation has been scheduled, wherein plate removal will be performed along with spacer replacement. Also, extension of the fixation range and re-fixation will be performed in the revision surgery.